Event description:
On (B)(6) 2017, a peritoneal dialysis male patient (pt) with initials (B)(6), reported that the patient line (pl) and drain line (dl) had blood in them. This file was assessed for the necessity of the performance of a clinical investigation. A review of the file information was conducted. It was reported that a patient (pt.) Wasn't draining well/rapidly, noticed blood in the pt. Line (pl) and the drain line (dl). This occurred during the first time the pt was performing continuous cyclic peritoneal dialysis (ccpd) with the liberty cycler at home on her own. The pt subsequently cancelled treatment. On follow up call on (B)(6) 2017 to the peritoneal dialysis registered nurse (porn) it was learned that the pt was newly diagnosed with end stage renal disease (esrd) and new to ccpd. The pt went to the clinic (B)(6) 2017 to have peritoneal dialysis (pd) catheter examined. The bleeding had ceased but, the pd catheter remained clogged and the porn was not able to clear the line. The pt. Then went to the hospital for pd catheter care and was hospitalized ( course of hospitalization is unknown). On (B)(6) 2016 a call to the porn revealed that the pd catheter blockage was due to a blood clot, which was removed, and pt was discharged from the hospital (unknown date), has recovered and resumed ccpd therapy without issues. There is no documentation to show a causal relationship between that adverse events of hospitalization for pd catheter blockage due to blood clot or the reported bleeding and the liberty cycler. There is a likely relationship with the recent pd catheter placement and pt. Experiencing bleeding and the result blocked catheter and the recent catheter placement. The peritoneal catheter is not a fresenius product, therefore at this time a clinical investigation is not warranted. Additionally, after clinical review this file was assessed as not reportable. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).